Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed three of the six lobes are broken off up to approximately 0.5mm from the drive tip. The drive will no longer retain a screw. Evaluation of the design indicates that it is acceptable for the intended use. Therefore the complaint is invalid.

Event description:
It was reported that during a plif at t10-s1 with synfix, the surgeon was performing a final tightening with a torque limiting ratchet and was able to tighten a few screws with it but then it stopped functioning. Some screws had to be hand tightened with a t25 stardrive shaft. This shaft ended up breaking. Surgeon suctioned up all broken pieces and used a back up screwdriver to complete final tightening. Broken screwdriver is available for return but the torque limiting ratchet will be returned through service & repairs.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device evaluated by manufacturer (evaluation reported on initial medwatch).(B)(4)

Event description:
This is report 1 of 1 for file (B)(4).